Event description:
On 9/25/2002 the end-user called medtronic minimed and stated that customer was hospitalized for diabetic ketoacidosis, no visible problem with sets but would like them replaced. On 12/10/2002 maersk medical a/s received the complaint and 1 used tubing and 9 unused sets.